Manufacturer narrative:
The device was received with cracks on the top housing. Corrosion was found on the top battery and pcb. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of leakage were observed. No toxins were observed during the investigation. The cause of the corrosion and cracks on the top housing could not be determined. The device ran into an 0xd7 alarm indicating a power on reset occurred. All three batteries were found to have low battery voltage. While low battery found, the exact cause of the 0xd7 alarm could not determined. Investigation found a bend in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the outer shell of the pod cracked and brown liquid battery fluid was leaking inside of the pod.